Event description:
No additional information.

Manufacturer narrative:
Investigation results: seven photos were received by our quality team for evaluation. In one of the photographs, an irregular scale marking line can be observed on the syringe; however, the observed line does not represent a defect that could affect the functionality of the syringe, nor is there any indication of the scale marking fading. Additionally, although some black dots are visible on the syringe and the tray in the photographs, it is not possible to determine whether they correspond to embedded particles, removable residues, or ink stains. This is because the physical sample is not available to perform ir analysis or other verification methods that would allow us to determine their origin. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, a root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. E.1. Address was not located, and (B)(6) was used.

Event description:
It was reported that bd syringe 10ml ll bns contained foreign matter. Verbatim: rcc received a complaint via email. Email(s) attached. Complaint #: (B)(4). Defect description: particulate in kit #: pain1196a part #: 153239, 26001, 153245 product description: syringe 10ml ll bns syr 3ml l/l syringe 5ml ll bns vendor part #: 304657 301073 304656 lot #: 5007061 unknown (B)(6).